Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) to report that the patient¿s onetouch select simple meter read inaccurately low. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter began reading inaccurately low on (B)(6) 2016, in the morning, and that the patient obtained a result of ¿128mg/dl¿ on the subject meter which he felt was inaccurately low in comparison to a result of ¿280mg/dl¿ obtained on an ultramini meter and a result of ¿276mg/dl¿ obtained on an accuchek meter, all performed within 30 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for accuracy. The reporter claimed that the patient also felt that the reading of ¿128mg/dl¿ obtained on the subject meter was inaccurately low in comparison to his feelings or normal results, however meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The reporter detailed that the patient manages his diabetes with oral medication, diet and exercise and that he increased his food and drink intake in response to the allegedly low results. The reporter detailed that on (B)(6) 2016, at night, the patient developed symptoms of ¿dizzy and blurred vision¿. The reporter stated that on (B)(6) 2016, in the morning, the patient visited his doctor and at 08:00pm on (B)(6) 2016 had his blood glucose tested on a lab which gave a result of ¿390mg/dl¿ then at 09:00pm he was treated with ¿21 units of humana insulin and IV fluids¿ by a healthcare professional. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used and the test strips had not expired or been stored incorrectly. The reporter did not have control solution available to perform a control test. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.